Manufacturer narrative:
(B)(6). The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump is broken. The blood sugar was unknown. Trouble shooting was performed and found piece of the pump has broke off from the reservoir. It was found the reservoir is unable to lock into place. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.